Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received a follow-up medwatch report will be submitted. End user disposed of the wire.

Event description:
Safari wire (3oo small curve) was introduced in the patient and sat well. While advancing the lotus valve system over the wire resistance was felt. Safari wire was buckled and created a loop just after exiting the introducer sheeth. Lotus system was advanced some more in attempt to straighten the wire but it did the opposite and we were not able to get the system up over this wire. System was taken out, wire was removed and we proceed with a new safari wire. Physician found the wire after remove and kinked it at several points so this is why it was not useful for investigation and will not be returned.